Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 9 years, since the subject device was manufactured. Based on the results of the investigation, the video connector latch is worn out and the video connector was unable to be fixed properly, because of it. Thus, intermittent loss of image seems to have occurred, due to communication failure with the endoscope caused by it. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the visera elite video system center is experiencing intermittent loss of image. The customer mentioned that the issue has been persisting for the last four months. The customer was using a video signal from the hd/sdi out 1 and out 2. Furthermore, the customer pushed the input select on the otv-s190 keyboard and the signal would return. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the unit was tested with ltf-vh & ltf-s190-5 scopes and all video output signals and images were present and normal. However, a worn-out video connector latch causing poor connection to pigtails was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.